Event description:
During a procedure, the clear protective covering (boot) near the tip of the device (jaw) broke and a piece of plastic fragment landed in the patient's abdominal cavity. The piece was retrieved. The surgeons involved in the procedure thoroughly examined the operative site and determined there were no other fragments retained. The manufacturer was notified of the incident.